Event description:
During an incident in 2002 involving a pt who had a history of heart problems and was in cardiac arrest, this defibrillator showed a flat line and the pt had a pulse rate of approx 110 as measured by a nonin model 8500 pulse oximeter. The als crew saw a rhythm and shocked a shockable rhythm without using manual override. The pt was transported to a hospital and was pronounced. No mcm report was produced. The crew was using meditrace 1110l multifunction pads, expiration dated 11/2002. Later testing with multifunction pads and a squad member, the pulse oximeter measured the pulse rate at approx 80 and the defibrillator jumped to about 150.